Event description:
The affiliate reported: (B)(4). The valve has been implanted in 2007 due to a post-hemorrhagic hydrocephalus. In the past years no event reported for this valve. For clinical reasons the valve has been reprogrammed in (B)(6) 2014, but every reprogramming procedure failed. For this reason the valve has been explanted in (B)(6) 2014.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the valve failed the programming and pressure tests. Further examination of the device revealed a mark on the the valve casing and the valve casing had been crushed. The root cause for the problem reported by the customer was due to the valve sustaining some form of impact which crushed the valve casing causing damage to the cam mechanism. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.